Manufacturer narrative:
Microtek has continued to inquire regarding details of this event. It has been confirmed that this event occurred in (B)(6). The distributor noted that "we cannot provide info about pts". Microtek's internal investigation is ongoing.

Event description:
The rubber part of the probe cover detached from the plastic part. No adverse event. No affect of pt.